Event description:
Placed filter and it was tilted. Recaptured filter using a snare and an 11 fr sheath. Tried to re-deploy and it again was tilted. Recaptured filter again. After two attempts, finally removed filter and placed in another vendor's filter.